Event description:
A ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing which resulted in an error code related to the battery. Err_batt_low_state_of_health_int_li_ion means the internal li-ion state of health <= 50%. Full charge capacity (fcc) is less than 51% of the design capacity. The device's internal battery pack was replaced to address the issue. Additionally, unrelated to the test failure, during the evaluation of the device at the manufacturer's service center, the device was found to have missing/displaced rubber feet so enclosure feet were replaced. The porting block port was found to be pinched/damaged so the universal porting block was replaced. The cord retainer was missing or broken so the cable clamp was replaced and the handle was replaced due to it being cracked.